Event description:
When the ventilator was turned on, it did not progress; there was an error message stating the ventilator was not functioning properly. A different vent was placed on the patient with no adverse event.